Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after closing on the colon, the reload did not fire, the surgeon was able to press the green button and squeeze the handle. The surgeon removed it out and found the shaft was detached. The user was unable to unload the reload. A new handle and reload was used to complete the case. There was no patient injury.